Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the power port isp m.r.I., 8fr groshong products is identified.

Event description:
It was reported that post port placement, a leak was allegedly identified during a CT examination. It was further reported that the patient experienced dermatitis along the subcutaneous tunnel and the patient felt pain during infusion of anticancer agent through the port. Reportedly, the port was removed. The patient status is unknown.

Event description:
It was reported that post port placement, a leak was allegedly identified during a CT examination. It was further reported that the patient experienced dermatitis along the subcutaneous tunnel and the patient felt pain during infusion of anticancer agent through the port. Reportedly, the port was removed. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluation were performed on the returned device. A partial circumferential break was noted approximately 7.0cm from the distal end of the cath-lock. The edges of the partial circumferential break were jagged, with smooth rounded as well as rough granular surface textures. These are characteristic of flexural fatigue, which is due to the repetitive kinking of the catheter. Therefore, the investigation is confirmed for fluid leak and fracture.the identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter.the definitive root cause could not be determined based upon available information. However, the IFU states to avoid sharp angles and kinking of the catheter during placement. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified in d2 and g5. H10: g4,h6(device: 2988). H11: h6(method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.